Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 454 mg/dl. Customer was treated with insulin pump. Customer was using insulin pump within 48 hours of high blood glucose event. Customer stated that insulin exited at quick release but infusion set had leaks. Insulin pump will not be returned for analysis.